Manufacturer narrative:
The report from clinical study (B)(4) pms enterprise for patient with ID# (b)(60 indicated that the index procedure was coil embolization assisted with two vrd (enc452212/ 01427238 and 01429660, orbit galaxy coils (640cx0408/lot# unk, 640cx3575/lot# unk x2, and 640hx0206/lot# unk) of the ba-tip, and a couple of hours after the procedure, the patient had an orientation disturbed as well as diplopia associated with midbrain infarction. Argatroban hydrate was administrated for treatment. The event outcome as of time of onset was ongoing/ improved. According to the physician, the possible cause of the event was the effect of the coil-originated or vrd-originated thrombosis. The relationship of the event to the procedure was highly probable where as to the vrd was unknown. At the time of the index procedure , the first vrd (enc452212/01427238) was initially placed from basilar artery to posterior cerebral artery along the target aneurysm. Then, the 2nd vrd (enc452212/01429660) was navigated into basilar artery through 1st vrd strut and deployed with the distal end in the posterior cerebral artery and the proximal portion overlapping the first stent in the basilar artery. And then, the coil embolization was performed. The procedure was successfully completed without any further issues. There was no patient injury/complications reported. There is no more information available regarding this event for now. The patient also had a medical history of hypertension. (B)(4).

Event description:
The report from clinical study (B)(4) for patient with ID #(B)(6) indicated that the procedure was coil embolization assisted with an enterprise vrd ((B)(4)/lot unk), orbit galaxy ((B)(4)/lot# unk), orbit galaxy ((B)(4)/lot# unk x2), and an orbit galaxy ((B)(4)/lot# unk) of the ba-tip, and a couple of hours after the procedure, the patient had orientation disturbed as well as diplopia associated with midbrain infarction. Argatroban hydrate was administrated for treatment. The event outcome as of six weeks after onset was ongoing and improved. According to the physician, the possible cause of the event was the effect of the coil-originated or vrd-originated thrombosis. The relationship of the event to the procedure was highly probable where as to the enterprise was unknown. The patient did not have any indications of any conditions causing hypercoagulable state. After the coils were place, a coil or coils did not protrude from the target aneurysm, and no thrombus was present during initial angiography, prior to implanting any devices. No complications occurred during the procedure that may have contributed to the event, and the enterprise stent was fully expanded, appose to the vessel wall and in a stable position. No further information was available and procedural images are not available.

Manufacturer narrative:
The report from clinical study japan pms enterprise for patient with ID# 207-01 indicated that the index procedure was coil embolization assisted with two vrd (enc452212/ 01427238 & 01429660 , orbit galaxy coils (640cx0408/lot# unk, 640cx3575/lot# unk x2, and 640hx0206/lot# unk) of the ba-tip, and a couple of hours after the procedure, the patient had an orientation disturbed as well as diplopia associated with midbrain infarction. Argatroban hydrate was administrated for treatment. The event outcome as of time of onset was ongoing/ improved. According to the physician, the possible cause of the event was the effect of the coil-originated or vrd-originated thrombosis. The relationship of the event to the procedure was highly probable where as to the vrd was unknown. At the time of the index procedure, the first vrd (enc452212/01427238) was initially placed from basilar artery to posterior cerebral artery along the target aneurysm. Then, the 2nd vrd (enc452212/01429660) was navigated into basilar artery through 1st vrd strut and deployed with the distal end in the posterior cerebral artery and the proximal portion overlapping the first stent in the basilar artery. And then, the coil embolization was performed. The procedure was successfully completed without any further issues. There was no patient injury/complications reported. There is no more information available regarding this event for now. The patient¿s medical history consisted of hypertension, cerebral infarction, meniere's disease and a clipping of ba-tip (details unknown). The unruptured saccular aneurysm neck was 5.4mm, and the neck to sac ratio was 5.4mm:6.4mm. The parent vessel size diameter proximal was 3.0mm and distally was 2.0mm. Mrs on (B)(6) 2011 was 0, on (B)(6) 2011 was 2, on (B)(6) 2011 was 2. The act was 119 seconds pre anticoagulation and 260 seconds post anticoagulation. No information regarding inr, pt and ptt. The occlusion rate of aneurysm was 90% after the index procedure. Antiplatelet therapy included aspirin 100mg/day:(B)(6) 2011~ongoing, clopidogrel sulfate 75mg/day: (B)(6) 2011~ongoing, argatroban hydrate 20mg/day: (B)(6) 2011. Heparin 5000u was administered intra-procedurally. Prior to implanting the vrd, envoy(5fr, 90cm, type and lot unknown, total 2), prowler select plus(606-s255fx, lot unknown), chikai 14/asahi intecc, transend 14/stryker were utilized. Other devices utilized during the index procedure were, excelsior sl10(type str)/stryker, radifocus gt 16/terumo, orbit galaxy(640cx0408, 640cx3575 total 2, 640cx2535, 640hx0206, lot all unknown). During the procedure, jailed technique was utilized. No further information is available and procedural images are not available. The devices remained implanted and are not available for analyses. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01427238/01429660. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 100 units, which were shipped from lake region medical on october 8, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The lot numbers for the coils were not provided, therefore no DHR could be conducted. During interventional procedures, the devices are advanced and withdrawn through the cerebral vasculature to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris or thrombus from the intimal layers of these arteries. Additionally implanting of stent within stent and coil embolization may contribute to the events. Patient and procedural factors may have contributed to the event. The relationship of the enterprise vrd and coils to the event cannot be determined. There is no evidence to suggest there were any manufacturing or device performance issues that contributed to the reported event. (B)(4)

Manufacturer narrative:
The report from the (B)(4) study indicated that a the patient had neurological symptoms associated with midbrain infarction a couple of hours after an enterprise vrd ((B)(4)/lot unk) assisted coil embolization of a basilar tip aneurysm which included an orbit galaxy ((B)(4)/lot# unk), orbit galaxy ((B)(4)/lot# unk x2), and an orbit galaxy ((B)(4)/lot# unk). The symptoms included orientation disturbed as well as diplopia. Argatroban hydrate was administrated for treatment. The event outcome as of six weeks after onset was ongoing and improved. According to the physician, the possible cause of the event was the effect of the coil-originated or vrd-originated thrombosis. The relationship of the event to the procedure was highly probable where as to the enterprise was unknown. The patient's medical history consisted of meniere's disease, cerebral infarction and a clipping of ba tip (details unknown). The patient did not have any indications of any conditions causing hypercoagulable state. Antiplatelet therapy included ongoing aspirin 100mg/day and clopidogrel 75mg/day beginning ten days pre-procedure. The unruptured saccular aneurysm neck was 5.4mm, and the neck to sac ratio was 5.4mm:6.4mm. The parent vessel size diameter proximal was 3.0mm and distally was 2.0mm. No complications occurred during the procedure that may have contributed to the event, and the enterprise stent was fully expanded, appose to the vessel wall and in a stable position. After the coils were place, a coil or coils did not protrude from the target aneurysm, and no thrombus was present during initial angiography, prior to implanting any devices. The act was 119 seconds pre-anticoagulation. Heparin 5000 units was administered intra-procedurally with an act of 260 seconds post anticoagulation. The occlusion rate of the aneurysm was 90% post procedure. Modified rankin scale (mrs) score was 0 pre-procedure, and was 2 one week and one month post procedure. The event outcome as of six weeks after onset was ongoing and improved. No further information was available and procedural images are not available. The enterprise vrd and orbit galaxy coils remain implanted and the lot numbers are not known; therefore a device history record review of the devices cannot be completed. Cerebral infarction is a known potential adverse event that may be associated with the use of the enterprise vascular reconstruction device and delivery system in the intracranial arteries as outlined in the instructions for use and is outlined in the orbit galaxy IFU as a complication specific to embolization procedures may occur at any time during or after the procedure. Factors including target lesion characteristics of the previously clipped aneurysm, patient history and responsiveness to pharmacological treatment are possible contributors to the reported event. Based on the available information no conclusion can be made regarding the relationship of the devices and the event. Therefore, no corrective actions will be taken. This is 1 of multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00168, 3007628272-2012-50020, 3007628272-2012-50021, and 3007628272-2012-50022.

Manufacturer narrative:
The patient's medical history consisted of meniere's disease, cerebral infarction and a clipping of ba tip (details unknown). The unruptured saccular aneurysm neck was 5.4mm, and the neck to sac ratio was 5.4mm:6.4mm. The parent vessel size diameter proximal was 3.0mm and distally was 2.0mm. Mrs on (B)(6) 2011 was 0, on (B)(6) 2011 was 2, on (B)(6) 2011 was 2. The act was 119 seconds pre anticoagulation and 260 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 90% after the index procedure. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2011 - ongoing, clopidogrel sulfate 75mg/day: (B)(6) 2011 - ongoing, argatroban hydrate 20mg/day: (B)(6) 2011. Heparin 5000u was administered intra-procedurally. Prior to implanting the vrd devices used consisted of envoy catheter (5fr, 90cm, type and lot unknown x2), prowler select plus ((B)(4)/lot# unk), and transcend 14/stryker. Other devices utilized during the index procedure consisted of an excelsior sl10, chikai 14/asahi intecc and radifocus gt 16/terumo. This is 1 of multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00168, 3007628272-2012-50020, 3007628272-2012-50021, and 3007628272-2012-50022.